Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the guide wire became entangled in the stent and a portion of the guide wire broke off in the stent and remained in the pt. The pt ultimately had emergent coronary artery bypass graft due to a dissection of the right coronary artery. Reportedly this was not related to the guide wire issue.